Event description:
It was reported that a detachment occurred. During preparation and while outside the patient, an opticross hd weld seam was not closed and water came out. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the female tubing of the telescope detached from the anchor housing. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that a detachment occurred. During preparation and while outside the patient, an opticross hd weld seam was not closed and water came out. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.